Manufacturer narrative:
Correction: new information was received which clarified the cause of the reported event to be another manufacturer's device (arthrex camera (ar-3210)). We also found that when the surgeon removes the camera from next to the instrument tracker, that tracking would resume and not have any issues. If this information was available during the initial review, the reported event would not have been considered a reportable malfunction of a medtronic product. Software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. It is suspected that metal interference caused the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system was intermittently tracking upon entry into the patient's anatomy. The ostium seeker stops tracking once it reaches the point in which the surgeon curves it into the frontal sinus cavity. To troubleshoot during the procedure, the medtronic representative moved the electromagnetic emitter around as much as he could and avoided any metal interference in the field. The surgeon completed the procedure with the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.